Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to endocarditis. This issue was found through an echocardiogram and the device was subsequently explanted. There were no additional adverse effects reported. The device is not expected to be returned for analysis, since it was discarded.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.